Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and tactile examination identified a complete break of the hypotube located approximately 425mm distal of the strain relief. The hypotube was also noted to be kinked at approximately 20mm distal of the break. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The condition of the returned device would not allow the investigator to inflate the balloon in the normal fashion, due to the break in the hypotube. As a result, an inflation aid (epidural fixture) was attached to the distal section of the hypotube break. This facilitated the connection of a boston scientific encore inflation unit which allowed the balloon to be inflated. Positive pressure was applied, and the balloon was inflated to its rate of burst pressure of 12 atmospheres (as per spcb flextome specification - ps3057) for 30 seconds using digital timer g24609 without issue. A vacuum was then applied, and the balloon was fully deflated without issue. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge (# g19252). This inflation and deflation to rated burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation, balloon deflation or the balloon material. A visual examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual examination identified no damage to the tip of the device. No other issues were identified during the product analysis.